Manufacturer narrative:
The x2 pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Customer added insulin to the cartridge and loaded it successfully. As a result of over filling the cartridge the insulin gauge was inaccurate. Customer's blood glucose was 138 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.